Manufacturer narrative:
No conclusion code available. The reported event of stylet stuck in the lead was confirmed. As received, a complete lead was returned in one piece with the stylet lodged inside. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the connector region. As a result of this finding, abbott is performing further investigation.

Event description:
During implant, the stylet could not be removed from the left ventricular (lv) lead. A different lv lead was used in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.